Manufacturer narrative:
Though still under investigation, varian has determined that the MDR is appropriate, as this malfunction should it recur, could potentially cause a serious injury. Additional f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that the following: "pt (B)(6) was treated in 1993/1994. He has since expired and never returned to the clinic after his initial treatment. Pt (B)(6) has the same first and last name as pt a. Pt (B)(6) was entered into the hospital registration system and automatically populated to the medonc and radonc databases. When pt (B)(6) was opened in eclipse, all of pt (B)(6) treatment history was attached. Event occurred in the iem system when the pt was exported from the hospital registration system into the medonc system." No serious injury to the pt was reported, as this event was observed by the user prior to treatment. No other pt data was included in the report.